Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion event with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l) nor did the cgm read "high." The customer resolved the issue by changing the infusion set and cartridge and resumed insulin. No additional assistance was necessary, and cts closed the case.